Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the bolus wizard had a status screen that was not reading what it should. The customer stated that the blood glucose reading was 234 mg/dl, but the glucose meter showed 324 mg/dl. The customer observed that after he used the bolus wizard, there was no change in status; he stated that the bolus wizard showed 89 units, and after he took 2.10 units, it still showed 89 units. Upon troubleshooting, the insulin pump passed the displacement test. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.